Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture seroma-late and cyst(s) requested on oct 21, 2024. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ cyst(s): unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and later reported ¿hygroma in the left side, and irregular irregularly interrupted capsular contours associating "periprosthetic para fluid collections, with thickness of up to about 14 mm.", and ¿few left breast microcysts¿ not device related. The device has been explanted and replaced and will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and "periprosthetic para fluid collections". Continued e1: phone number: (B)(6).

Event description:
Healthcare professional reported, left side rupture, diagnosed by ultrasound. And later reported, ¿hygroma in the left side and irregular, irregularly interrupted capsular contours associating, "periprosthetic para fluid collections. With thickness of up to about 14 mm.". And ¿few left breast microcysts¿. Not device related. The device has been explanted and replaced. And will not be returned.